Manufacturer narrative:
Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the cause of the aortic dissection cannot confirm; however, procedural factors (device manipulation) may have contributed to the event. There is no indication this event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Prior to valve deployment in a transaortic tavr procedure, bleeding was noted around the sheath. Attempts to stop the bleeding were unsuccessful so the sheath was removed for better control of the aortic access site. After removal of the sheath it was noted that the aorta had torn. An echo revealed a dissection in the ascending aorta. The aorta was repaired and the case was aborted. The patient was transferred to the ICU in stable condition. As reported, the aorta was accessed in a standard seldinger method with an 18g percutaneous needle. As the sheath was inserted, resistance was noted at the entry site but sheath advancement was continued into the aorta.